Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to a product performance issue. There were no additional adverse patient effects reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to exhibiting noise and oversensing. Another lead was implanted instead. No further adverse patient effects reported.